Manufacturer narrative:
The investigation conducted by the field service engineer confirmed that system error code 31030 was associated with the touchpad. The touchpad is located in the middle of the surgeon console armrest and provides the means for selecting various system functions. The system was repaired by replacing the affected touchpad. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 31030 appears when the da vinci si safety system determines that a subcomponent of the system did not successfully complete its startup process. Upon determining this condition, the safety system puts da vinci si in a recoverable safe state. As of june 10, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced system error code 31030 and the touchpad located on the surgeon side console (ssc) was black with no illumination. With the assistance of an isi technical support engineer (tse), the site attempted to troubleshoot the issue by cycling power to the system multiple times and powering on the ssc in stand alone mode; however, the system error continued to recure. At this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.